Manufacturer narrative:
Customer sent part for repair. Issue was identified by the user facility.

Event description:
It was reported that the scale was inaccurate and would not calibrated due to the cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.